Manufacturer narrative:
The returned pump passed all non-destructive lab testing. There was a motor stall and recovery in the logs. After doing destructive analysis, nothing significant was found that may have caused the motor stall. There are many factors that can cause a sii motor to stall, for instance emi and/or magnets ect. In conclusion, the device met specification through analysis.

Event description:
It was further provided that the volume discrepancy "at the refill days was up to 3 milliliter (ml) not more." The physician had no explanation where the "drug goes to" as for him it was not a catheter issue and therefore he changed just the pump. The patient is well and the therapy was "going on." However, further discussion with the physician noted that at the last refill the calculated volume and actual rest volume were equal and that there were no volume discrepancies with this pump. Clarification was requested to verify the event details surrounding the information pertaining to the report of volume discrepancies. However, no further information was received at the time of this report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced underdose symptoms; pain, sweating (diaphoresis). The logs were checked, x-rays taken and a dye study performed and reportedly there were no alleged product issues. There were no faults visible, no leakage, no bends and the dye transport was normal. The logs were normal from the refill procedure. However, it was later provided that at the refill there were a few more milliliters (ml) in the reservoir than expected. A rotor test was not done. The issue was not resolved nor the cause of the event determined. As the catheter was ¿ok/normal¿ the physician explanted the pump as the cause of the dysfunction. The explant date was approximate. At the time of the report the patient's status was reported as alive-no injury. The patient recovered from the symptoms and the operation after some days and was now ¿going well.¿ this device system delivered morphine, bupivacaine, and clonidin. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.